Manufacturer narrative:
Investigation results: conmed linvatec is unable to confirm that this device malfunctioned in any way because the user facility has retained the device. This event is being reported related to a surgical delay of 45 minutes to 1 hr required to obtain a competitive device to complete the surgery. The driver used to insert the implant is sold preloaded, single-pt use, sterile, disposable and re-loadable.